Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances. The lead was explanted and replaced. During the re placement procedure, the lead was damaged during explant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6937 implantable tachy lead - (B)(6) 1999. (B)(4).